Event description:
It was reported that during a cryoplasty treatment procedure, the balloon failed to deflate. The target lesion was located in the superficial femoral artery. This 0.14mm polarcatheter was selected; however, the balloon was unable to be deflated. It was further reported that an attempt was made to deflate the balloon with an inflation unit and syringe. The partially inflated device was pulled back directly from the lesion. The procedure was completed with a different device. No patient complication were reported and the patient' status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).